Event description:
Dialysis facitity technician reported no audible alarm was sounded in an alarm situation during treatment using the 1550 device. Technician related that the machine gave a visual arterial alarm during therapy, however, no audible alarm had sounded. Follow up with the healthcare professional (hcp) reveals that shortly after treatment was initiated, the arterial pressure alarmed visual but not audible. Throughout the remainder of the treatment there were no audible alarms for arterial pressure, venous pressure, or transmembrane presssure. In addition, the blood leak detector was tested as well in order to see if it would alarm audible and it did not. The attending rn resolved the alarm situation but was required to maintain constant scrutiny of the device during treatment. According to the technician and the hcp, there was no patient injury or medical intervention as a result of this incident.